Event description:
Patient was a newly admitted post operative cardiac patient to the pediatric intensive care unit (picu). The nurse recognized the patient was hypotensive with poor perfusion. The rn re-assessed the central line prior to giving a fluid bolus, and discovered that she wasn't able to instill fluid. The bed was saturated with fluid which turned out to be cardiac medication that was not infused because of a clave malfunction. The rn replaced the clave, and then was able to freely instill the fluid bolus with no further leaking of fluid into the patient's bed. Upon inspection of the removed clave, the "pop-it" internal valve piece was improperly dislocated outward.====================== health professional's impression======================staff were not able to administer the patient's medications due to the device malfunction.